Manufacturer narrative:
On (B)(6) 2017, a tandem territory manager spoke with the contact and a different type of infusion set was to be used. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 380-400s mg/dl and insulin injections were administered to address the bg level. The cause of the high bg was not known. An incomplete bolus alert was reported to have been received. The contact confirmed that the bolus was successfully delivered and the contact felt that it was possible that the customer navigated to the bolus screen without successfully exiting. The contact performed a system check and insulin was observed exiting the tubing. The pump supplies were changed and the bg level remained high. As the bg was lowered with the insulin injections, the contact thought that the pump was the problem. Tandem technical support's offer to troubleshoot was declined by the contact. The customer was using insulin injections to manage diabetes.